Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury, damage to the patient, including but not limited to filter fractured, multiple struts perforated the vena cava, and decision was made not to attempt removal of the filter. According to the information received in the short form, the patient experienced fracture, perforation of multiple filter struts beyond the wall of the inferior vena cava (ivc), with multiple struts perforation into surrounding organs/tissue, embedment, past thrombotic syndrome, stenosis and device unable to be retrieved. As a direct and proximal result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue suffer significant medical expenses, pain and suffering, and other damages. Per the medical records, the filter was indicated for complete left leg venous occlusion with evidence of pulmonary embolism (pe). Medical history includes deep vein thrombosis (dvt), hypertension, hyperlipidemia, osteopenia, fatty liver, irritable bowel syndrome (ibs) with diverticulosis and depression. During the implant procedure, revascularization was attempted; however, access through the venous occlusions could not be obtained. Using seldinger technique, the right femoral vein was accessed. A venogram performed showed a widely patent inferior vena cava (ivc) and widely patent bilateral renal veins. No thrombosis was noted in the ivc. The optease filter was successfully deployed in an infrarenal position. There were no reports of complications. According to the information received in the patient profile form (ppf), the patient reports perforation of filter struts outside the ivc, fractured filter struts retained in the body and device unable to be retrieved and no documented attempts to remove the filter. The patient further experienced anxiety and fear related to the filter, becoming aware of these events approximately seven years and eight months after the filter was implanted.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused filter fracture, multiple struts perforated the vena cava, and decision was made not to attempt removal of the filter. Post-thrombotic syndrome and stenosis were also reported in addition to filter embedment. The patient reported becoming aware of perforation, fractured filter and device unable to be retrieved approximately seven years and eight months post implant. No documented attempt to remove the filter was reported. The patient also reported anxiety and fear related to the filter. According to the medical records the indication for the filter implant was complete left leg venous occlusion with evidence of pulmonary embolism (pe). Other medical history included deep vein thrombosis (dvt), hypertension, hyperlipidemia, osteopenia, fatty liver, irritable bowel syndrome (ibs) with diverticulosis and depression. During the implant procedure, revascularization was attempted; however, access through the venous occlusions could not be obtained. Using seldinger technique, the right femoral vein was accessed. A venogram showed a widely patent inferior vena cava (ivc) and widely patent bilateral renal veins. No thrombosis was noted in the ivc. The optease filter was successfully deployed in an infrarenal position. There were no reports of complications. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter fracture, perforation (ivc and organ) and device embedment could not be confirmed, nor an exact cause determined. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The predominant concern for embedding within the wall of the ivc is the development of endothelialization, the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. Post-thrombotic syndrome (pts) is a problem that can develop in nearly half of all patients who experience a deep vein thrombosis (blood clot) in the leg. Pts symptoms include chronic leg pain, swelling, redness, and ulcers (sores). Stenosis is an abnormal narrowing of a vessel and does not represent a device malfunction. Anxiety, as well, does not represent a device malfunction. Clinical factors that may have influenced the events include the pre-existing co-morbidities, pharmacological issues and vessel characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient underwent placement of an optease retrievable vena cava filter. The indication for the filter placement was not reported. At some point after the filter implantation, the patient became aware that the filter had fractured, and multiple struts had perforated the inferior vena cava (ivc) and into surrounding tissue and/or organs. The filter was also noted to be associated with post-thrombotic syndrome and stenosis. The patient also indicated that the filter was embedded, and a decision was made to leave it in situ. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter fracture, perforation (ivc and organ) and device embedment events could not be confirmed and the exact cause could not be determined. The timing and mechanism of the fracture has not been reported at this time. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. The predominant concern for embedding within the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. The optease retrievable vena cava filter is indicated for retrieval up to 23 days post-implantation. Following this period of time, and as early as twelve days, there is potential for endothelialization around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. Post-thrombotic syndrome is a problem that can develop in nearly half of all patients who experience a deep vein thrombosis. Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Stenosis of the ivc is associated with all ivc filter products and does not represent a device malfunction. A protective filter may later be incorporated into a chronic post-thrombotic ilio-caval obstruction (occlusive, requiring recanalization, or nonocclusive). Obstruction of varying types of ivc filters may occur due to primary thrombosis of the filter or capture of large emboli. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury, damage to the patient, including but not limited to filter fractured, multiple struts perforated the vena cava, and decision was made not to attempt removal of the filter. According to the information received in the short form, the patient experienced fracture, perforation of multiple filter struts beyond the wall of the inferior vena cava (ivc), with multiple struts perforation into surrounding organs/tissue, embedment, past thrombotic syndrome, stenosis and device unable to be retrieved. As a direct and proximal result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue suffer significant medical expenses, pain and suffering, and other damages.